Event description:
A malfunction alarm was reported for a pump during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in attempting to load a new cartridge, but the issue persisted, resulting in a decision to replace the pump. The pump was under warranty, and the customer planned to use an alternate form of insulin therapy known as mdi. Technical support confirmed the shipping address and provided instructions for returning the malfunctioning pump, which the customer understood and acknowledged.